Event description:
It was reported that customer experienced repeated malfunction alarms identified as malf 12 on insulin pump, with same error occurring three times before customer contacted support. There was no adverse impact to the customer's blood glucose level. Customer was instructed that pump needed replacement, confirmed pump serial number and shipping address, received storage and return instructions, and was provided a replacement pump while agreeing to return problematic pump, although customer did not share information about backup insulin therapy.